Manufacturer narrative:
Device evaluated by MFR: the gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per hub the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip.

Event description:
It was reported that balloon damage occurred. The patient was presented with artificial arteriovenous fistula stenosis of left upper limb. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. There was no damage on the outer packaging. During first inflation at 18 atmospheres, it was noted that the pressure decreases. The balloon was removed from the patient's body. When checked, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure. It was further reported that the target lesion was 85% stenosed, moderately tortuous and moderately calcified. It was confirmed that the balloon burst.

Event description:
It was reported that balloon damaged occurred. The patient was presented with artificial arteriovenous fistula stenosis of left upper limb. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. There was no damage on the outer packaging. During first inflation at 18 atmospheres, it was noted that the pressure decreases. The balloon was removed from the patient's body. When checked, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Event description:
It was reported that balloon damage occurred. The patient was presented with artificial arteriovenous fistula stenosis of left upper limb. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. There was no damage on the outer packaging. During first inflation at 18 atmospheres, it was noted that the pressure decreases. The balloon was removed from the patient's body. When checked, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure. It was further reported that the target lesion was 85% stenosed, moderately tortuous and moderately calcified.